Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: unspecified. Time of device issue: during vessel closure. Adverse event: surgical repair of the artery. It was reported that a prostar xl device was used for arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, an unspecified product experience occurred resulting in a repair to the artery. No additional information was provided.